Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation: no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received the upper jaw damaged at the proximal side. However it was not detached or missing. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. Caution should be taken not to fire the device over staples to avoid this type of damage.

Event description:
It was reported that during a laparoscopic assisted partial colectomy procedure, the device was fired over a staple line and the bottom jaw broke. There were no patient consequences. Case completed with another device of the same product code.